Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the patient's epicardial lead triggered an alert for low impedance. The svc coil was programmed off and the lead will continue to be monitored on a daily basis. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was below the expected lower range. If information is provided in the future, a supplemental report will be issued.